Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a blank display, which was observed after the device had alarmed battery out limit. The blood glucose reading was unknown. The customer also reported that there was a crack on the device screen, as well as at the top left and bottom left corner of the screen. She stated that she had dropped the insulin pump in the middle of the night when she went up to go to the bathroom. She advised that the battery out limit alarm issues began about a month prior. The most recent blood glucose reading was 448 mg/dl. She advised that the blood glucose reading was due to eating, and she treated with a bolus. Advised replacement of the insulin pump. Nothing further reported.